Event description:
It was reported that during a uterine ablation procedure, three catheters were leaking from the pressure relief valve and could not maintain pressure. The procedure was aborted. The surgery was extended 40 minutes. General anesthesia was used.